Event description:
Note: this report pertains to one of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-4130 for a description of the other event. It was reported to boston scientific corporation in 2007 that a trapezoid rx lithotripter compatible basket was used six days prior (patient gender, age and weight are unknown). According to the complainant, "this device was advanced along with hydra-jag guidewire. Then [the physician noticed] that the sidecar was 5mm from the distal end [and that ] the guidewire lumen was torn". This procedure was completed using another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Product evaluation found that the distal end of the sheath was damaged. The cause of the reported malfunction is undetermined; although it may be related to handling damage while the device was being fed through the scope.